Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 failed and a failed hardware icon appeared at the top of the screen. The customer performed a hard reboot and maintenance; however, they were unable to recover the drawer. The customer also opened the back panel of the machine but was still unable to release the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers failed in main and auxiliary unit. A field service engineer (fse) checked the bus cable for damage and found none. All connections were secured and tested in the hardware test application (hta). Metal shards, along with medications and other foreign materials, were found in both full height and half height drawers. All drawers were cleaned and retested in hta, and the system tested successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.